Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00148: case 1; 3025141-2019-00150: case 3; 3025141-2019-00151: case 4.

Event description:
Article: outcomes and radiographic findings of anatomic press-fit radial head arthroplasty. Levy, jonathan c., formaini, nathan t., kurowicki, jennifer. J shoulder elbow surg (2016) 25, 802-809. Case 2: arh stem loosened post op and was revised due to patient pain.